Manufacturer narrative:
Initial.

Event description:
It was reported that the patient routinely paused the ilet every night to avoid insulin delivery during sleep and occasionally during the day and then stopped using the device; no device alarms or malfunctions were reported. No adverse clinical symptoms during the event reported. Outcomes included no clinical impact reported. Investigation included review of the ilet report and case documentation. Investigation of this case revealed user-initiated therapy interruptions without evidence of device failure. It was concluded, based on previously established findings for similar reports, that the cause was user preference and use error related to pausing therapy.